Manufacturer narrative:
UDI - unknown to due to the lot number not being unknown. The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the complaint files could not be conducted since the product lot number was not provided. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.device has not been received

Event description:
The user facility reported difficulties with the angio seal device. The following information was provided by the user facility: (1) the 6f angio seal vip was prepped and was attempted to close at the end of procedure; (2) the anchor was not long enough to come out of the delivery sheath; (3) when the carrier tube assembly was inserted into the sheath it snapped together as appropriate; (4) when the carrier tube assembly was pulled back resistance was felt, it clicked as expected; (5) the whole device was removed and manual pressure was held; (6) manual compression was held for successful hemostasis; (7) the patient is reported to be fine; and (8) there was no blood loss reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.